Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that the device was destroying the graft. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1:1 ratio cutter serial number (B)(4) one time as documented in the repair reports. The last repair was (B)(6) 2017 where it was returned with skin graft mesher serial number (B)(4) and the collars, bushings and gear were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 3:1 ratio cutter serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter serial number (B)(4) as documented in the repair reports. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and sample mesh could not be performed due to the bent comb. The roller and gear were visually damaged. The 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent and the roller and gear were visually damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent and the roller and gear were visually damaged. The bent comb may have snagged the graft during use and the damaged roller and gear may have not allowed smooth rotation of the cutter in the device. However, it is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device was destroying graft. This event occurred during decontamination. There was no harm reported and there was a 20 minute delay.